Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ cdc anaerobe 5% sheep blood agar biological contamination was observed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer plates are stored in sleeves until use at 2-8 degrees c. Plate contamination was found on (B)(6) 2022 and plate was discarded before use. No patient results were impacted by contaminated plate. Steps taken with customer/troubleshooting: customer is reporting contamination with psudomonas fluorescens group with (B)(4) plates lot 2020473. They have found 1 contaminated plate. It was the last plate in the sleeve and it was noticed after they opened the sleeve but before inoculation/incubation. The customer does not have any plates from the lot left for return. It was reported that customer is reporting gram negative rod contamination with (B)(4) plates from lot 2020473.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2020473 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2020473. Retention samples from batch 2020473 were not available for investigation. There were two (2) photos available for review of this complaint. The first photo shows a single open plate with two colonies present on the surface of the agar. The second image shows the bottom of the plate and plate print providing batch verification. (Batch 2020473, timestamp 0340) no return samples were received for investigation. This complaint can be confirmed for contamination. No complaint trend has been identified for contamination for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported while testing with bd bbl¿ cdc anaerobe 5% sheep blood agar biological contamination was observed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer plates are stored in sleeves until use at 2-8 degrees c. Plate contamination was found on mar/11/2022 and plate was discarded before use. No patient results were impacted by contaminated plate. Steps taken with customer/troubleshooting: customer is reporting contamination with pseudomonas fluorescens group with 221734 plates lot 2020473. They have found 1 contaminated plate. It was the last plate in the sleeve and it was noticed after they opened the sleeve but before inoculation/incubation. The customer does not have any plates from the lot left for return. It was reported that customer is reporting gram negative rod contamination with 221734 plates from lot 2020473.